Event description:
Customer alleged frame is tweaked and back casters are not hitting the floor. No injury alleged.

Event description:
Customer alleged frame is tweaked and back casters are not hitting the floor. No injury alleged.

Manufacturer narrative:
(B)(4). The original report listed genteel homecare products as the supplier for this 65960 knee walker. The correct supplier is kenstone metal. Corrections have been made. The registration number, 1531186, remains the same as this is the number for our foreign manufacturers.